Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 10 years. Based on the follow-up with the health-care provider, it was learned that the reason for the explant was due to aortic stenosis, secondary to calcification. Per the operative report, the patient presented with multiple episodes of overt syncope and minimal other symptoms of heart failure and /or angina. Echocardiogram and heart catheterization documented moderately well preserved left ventricular function with a greater than 65 mm gradient across the aortic valve prosthesis and on tee has an aortic valve area of approximately 0.4-0.5 cm2. Intraoperative tee confirmed the presence of severe prosthetic valve stenosis with moderately well preserved left ventricular function. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause can not be confirmed, it appears that the aortic stenosis experienced by the patient was likely due to severe calcification noted on the prosthetic aortic valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.